Event description:
Rn was going to start a piv [peripheral intravenous line] on pt. When rn was setting up supplies to insert piv, rn noticed that nexiva needle and catheter were bent. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva (per site reporter). Waiting for their response.